Event description:
Bed has no power.

Manufacturer narrative:
Technician replaced left ucm cable and bed still has no power. Tech trouble shot and found fuse f5 blown. Replaced fuse to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.